Manufacturer narrative:
Title: one-year outcomes and predictive factors for primary patency after stent placement for treatment of central venous occlusive disease in hemodialysis patients author: bin chen , run lin, haitao dai journal: therapeutic advances in chronic disease year: 2022 vol/issue: 13 ref: 10.1177/20406223211063039. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to determine the outcomes and factors predictive of primary stent patency for the treatment of central venous occlusive disease (cvod) in haemodialysis patients. 71 patients were included in the study. After application of local anaesthesia, percutaneous puncture access in the femoral vein was performed, and a catheter was inserted for venography. After identification of the occlusion lesion, a non-medtronic 4f sheath was inserted for access. Venography was performed by injecting contrast media on both sides of the lesion to identify the length and position of the occluded segment, and to determine the diameter of normal vein close to the lesion. A conventional technique, sharp recanalization, or a flossing wire technique was performed to cross the occlusive lesion. Indications for the placement of a stent were recoiled lesion after pta or sharp recanalization in this study. Of the stents implanted, one non-medtronic covered stent was identified. Medtronic¿s protégé stent was included with the bare stents used during procedures. The use of a particular stent was based on the lesion characteristics. Post-stent dilation with a corresponding larger balloon was considered if necessary. After stent placement, venography was performed to identify patency. There were 17 procedure-related adverse events reported with 4 events requiring medical intervention. Complications included hematoma at puncture position, acute heart failure, acute pericardial effusion, chest pain, and acute pleural effusion are reported. The acute heart failure was treated with haemodialysis and anti-hypertension. The acute pleural effusion was treated with percutaneous pleural drainage. All of the reported adverse events had an outcome reported of recovered. The median primary patency duration of the 71 patients was 16±2.2months. The cumulative 3-, 6-, 9-, and 12- month primary patency rates were 93%, 72%, 55%, and 51%, respectively.